Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) of reen3298 showed no other similar product complaint(s) from this lot number. Device not returned for evaluation.

Event description:
It was reported "customer states that they received expired product from [bd] and ultimately placed an expired PICC in a patient (expiration date on lot 2021-02-28)" add info rcvd 03/15/2021: has there been any medical intervention: none. We¿ve asked the patient twice to come in so we can replace the PICC line. However, the patient didn¿t show up both times. Referring physician is aware was there patient harm reported?: none